Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced an event of infusion set tubing detachment on (B)(6) 2025. The tubing was detached at tubing connector while the patient was sleeping. The infusion set was used for two days and site was patient's belly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country:greece. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.